Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately tortuous and moderately calcified. The nc trek rx 5.0 x 12 mm balloon ruptured when inflated over 14 atmospheres, then became stuck inside the stent. The distal part of the balloon separated and a snare was used to retrieve the separated segment which created a two-hour delay in the procedure and prolonged hospitalization, however there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and sem inspection/analysis were performed on the returned device. The reported rupture and separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.